Event description:
It was reported that the right ventricular (rv) lead was fractured. Trend data indicated that there was oversensing along with high impedance on the superior vena cava (svc) coil of the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.